Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that three months post implant it was noted that the right ventricular (rv) lead exhibited intermittent capture at high output measurements. The patient was in the hospital for a cardioversion due to atrial fibrillation. Post cardioversion, a similar pattern of loss of capture with high threshold measurements on the right atrial (ra) lead was observed. Exit block is suspected. The patient is not pacemaker dependant. The boston scientific sales representative stated that there was no pacing from the leads and the physician has placed the patient on oral medication in an attempt to decrease the exit block. No additional adverse patient effects were reported and the investigation is complete at this time.